Event description:
It was reported the patient went through airport security and a week later experienced an "awful" pain on his left side from his ankle to his hip. The patient had a reprogramming appointment scheduled on the day of this report. The patient was reprogrammed two weeks prior to this report. Increasing stimulation did not have any affect on the pain. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the company representative met with patient and reprogrammed his stimulator with satisfactory results. Patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).